Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), hypersensitivity ("allergic reactions"), allergy to metals ("allergic or hypersensitivity: allergy to nickel"), urinary tract disorder ("genitourinary complications"), weight increased ("weight gain"), tooth disorder ("dental issues/dental problems"), headache ("headaches") and weight decreased ("weight gain / loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy ). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, hypersensitivity, allergy to metals, urinary tract disorder, weight increased, tooth disorder, headache and weight decreased outcome was unknown. The reporter considered allergy to metals, genital haemorrhage, headache, hypersensitivity, menorrhagia, pelvic pain, tooth disorder, urinary tract disorder, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: (B)(6) 2016 - hysterectomy with bilateral salpingectomy (per pfs). Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: plaintiff demographic details added. Product indication added. New events- abnormal bleeding (vaginal), menorrhagia, allergic or hypersensitivity: allergy to nickel, weight loss added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') and genital haemorrhage ('abnormal bleeding') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), allergy to metals ("allergic or hypersensitivity: allergy to nickel"), hypersensitivity ("allergic reactions"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), urinary tract disorder ("genitourinary complications"), tooth disorder ("dental issues/dental problems") and headache ("headaches") and was found to have weight increased ("weight gain"), weight decreased ("weight gain / loss") and hormone level abnormal ("hormone changes"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, allergy to metals, hypersensitivity, vaginal haemorrhage, menorrhagia, urinary tract disorder, weight increased, tooth disorder, headache, weight decreased and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, allergy to metals, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, pelvic pain, tooth disorder, urinary tract disorder, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: (B)(6) 2016 - hysterectomy with bilateral salpingectomy (per pfs). Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet received. Reporter information updated. Essure start date updated. Events- abdominal pain, hormone changes were newly added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract disorder ("genitourinary complications"), weight increased ("weight gain"), tooth disorder ("dental issues"), headache ("headaches") and hypersensitivity ("allergic reactions"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract disorder, weight increased, tooth disorder, headache and hypersensitivity outcome was unknown. The reporter considered genital haemorrhage, headache, hypersensitivity, pelvic pain, tooth disorder, urinary tract disorder and weight increased to be related to essure. The reporter commented: she need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.